Event description:
The customer noticed that on an advia centaur xp instrument the system flagged wash 1 reagent as low while the reagent bottle was full but the system had drained the reservoir. At this time about 10 (B)(6) surface antigen ((B)(6)) results were obtained. All of them were (B)(6). These results were not released by the laboratory. The customer saved the samples and they were rerun after service with no discordant results. There are no known reports of patient injury or adverse health consequences due to the delay of (B)(6) results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse analyzed the instrument and found a sensor 2 error and intermittent lid sensor activation. Additionally bleach was found in the wash 1 bottle and reservoir. The fse reseated all wiring connections and decontaminated the wash 1 lines. The system is performing within specifications. Further evaluation of the device is not required. An urgent medical device correction (umdc), umdc (B)(4) - "advia centaur / advia centaur xp system misinterprets wash 1 fluid signals", was sent to customers in (B)(4) 2012.